Event description:
It was reported that during a cholecystectomy procedure that the clip did not feed into the jaw correctly. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Dropping/ejected clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed, the device ejected 5 clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.